Event description:
It was reported that "the white part of the obturator separated and fell into the patient's pelvis."

Manufacturer narrative:
The device was discarded at the facility, so therefore no product will be returned for evaluation. Without the device, we are unable to investigate the reported incident. At this time, we are considering this complaint closed.